Manufacturer narrative:
H10: of the reported malfunction, this file was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 3006260740-2020-01628. H10. For the reported event, lot number was not provided. The sample was not returned for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808050 implantable ports allegedly experienced obstruction of flow. This report was received from a single source. This event did involve patient with no patient consequences. The patient is male; however, the patients weight and age was not provided.

Manufacturer narrative:
For the reported event, no lot number was provided, therefore a lot history review cannot be performed. The sample was not returned to the manufacturer for inspection/ evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808050 implantable ports allegedly experienced obstruction of flow. This report was received from a single source. This event did involve patient with no patient consequences. The patient is male; however, the patients weight and age was not provided.